Event description:
The customer reported a non-reproducible, falsely elevated troponin I (access accutni+3) result on their unicel dxi 600 access immunoassay system (serial number (B)(4)) for one (1) patient. The customer re-centrifuged the patient sample. The customer repeated the sample four (4) times on the same unicel dxi 600 access immunoassay system and obtained lower results, above the customer's normal reference range. The initial elevated access accutni+3 result was not reported outside the laboratory. There was no change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. System parameters, such as quality control (qc) and the access accutni+3 calibration, were within assay/instrument specifications. Samples are collected in becton dickenson plasma separator tubes and centrifuged at 4500 revolutions per minute (rpm) for five (5) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
System parameters, such as access accutni+3 quality control (qc) and access accutni+3 calibration, were within assay specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed incidental repairs on the instrument which were determined to have not contributed to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information.